Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a clinical study. It was stated that she was pregnant and was hospitalized. It was reported that the event threaten the customer's pregnancy and harmed the fetus; customer had a miscarriage. The doctor did not conclude that the device contributed to the problem and event was not diabetes related. Blood glucose value is unknown. Nothing further reported.